Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic pt gas system failed to calibrate. The device was not changed out. The operator adjusted the flow manually. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The date of the event is unk per user facility. The user facility has used the machine several times since the event with no issues.